Manufacturer narrative:
(B)(4). The customer advised physio-control that they performed several tests on this device and observed that it was operating normally without any issues. The device has been returned to service. Physio-control performed a clinical review of the event and concluded that it is unknown whether the device contributed to the outcome of the patient or not as there is no electronic device download from the event to indicate whether the patient's rhythm was shockable. There was also use error as the user failed to adequately prep the patient's skin prior to applying the defibrillation electrodes. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device continuously gave a ¿connect electrodes¿ message and was unable to analyze the patient rhythm. The device was being used on a patient and they had physio-control branded defibrillation electrodes connected to the patient. There was a 12-15 minute delay before ems personnel arrived on the scene with a back-up device. As a result, defibrillation therapy would not have been available, if it was needed. The ems personnel believe the issue was caused by the patient's hairy chest, profuse sweating, and a lack of skin prep performed by the initial responders. Over 30 minutes of CPR was performed on the patient during the event. The ems personnel shaved the patient's chest when they arrived, performed additional skin prep, and were able to get a patient connection and rhythm. The back up device indicated no shock advised. The patient is deceased. The customer doesn't know if the device use contributed to the outcome of the patient since they were unable to analyze the patient's rhythm for 12-15 minutes during the event.